Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient was diagnosed with dislocation of the lv lead. The patient was hospitalized and x-ray was done. Lv lead was explanted (discarded) and a new lead was implanted.